Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed to close. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to close. A field service engineer found the drawer failing consistently and not sensing when closed. The fse powered down the station, examined the inseparable latch through the rear panel, and noticed the plunger was not functioning normally. The fse discovered the spring was broken and replaced it. After powering the station back on, the pharmacy staff tested the drawer and verified it was functioning normally after the replacement. The system functioned as intended after the field service engineer repaired the device.